Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture, capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side rupture and capsular contracture grade IV. The device has been explanted.

Event description:
Healthcare professional reported right side rupture and capsular contracture grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and capsular contracture was received on (B)(6) 2022 with lot number 2504082. Based on the device analysis grid, the assessments of the complaint are: rupture: was observed, one opening device on the posterior side assessed as surgical impact opening (shell thickness within specification). Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: creases are observed. Stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted.